Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, an error 5 was displayed several times at a system check. As the device passed a system check, the device was used for the patient. Then, an error 5 was displayed again. When the device was checked outside the patient, the blade was broken off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.